Event description:
It was reported that the patient had to go through multiple surgeries because the doctors kept putting ¿the stuff¿ in wrong. It was noted that the patient could not get a computed tomography scan because one of the ¿transmitters¿ was put in incorrectly. Additionally, when the patient had his last surgery in 2011, the generator was implanted incorrectly on both sides and the left side was ¿so bad¿ that it was shocking the patient. Please see manufacturer report # 3004209178-2013-19172 for the patient's other system.

Event description:
Additional information received reported that the cause of event was unknown.

Manufacturer narrative:
Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3387s-40, lot# v123174, implanted: (B)(6) 2008, product type: lead concomitant system: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# v170161, implanted: (B)(6) 2008, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient¿s therapy had been ¿eight and a half years of pure absolute hell.¿ the patient stated that the doctor put the device in completely wrong, ¿everything was put in backwards and both implantable neurostimulators (ins) had impedances.¿ when the patient moved he found new doctors to fix the previous doctor¿s work. The patient noted that he still had an ins installed by the first doctor on the right side that controls the left side of his body. The battery was fine, but ¿the ins itself was backwards and had some impedance in and he could not use one side of it and could only use the portion of it.¿ the patient was looking into having a surgery for this. The patient mentioned that he had ¿sometime go by when the ins was put in with the impedance on the left side and he was hit by tremor a couple of months later.¿